Event description:
The service center (oci) became aware that an asset evis exera ii ultrasound gastro-videoscope was returned for inspection with no allegation of a malfunction, however, upon inspection and testing, the scope was observed to have an adhesive (reportable) malfunction; missing adhesive around distal end forceps cover. No patient involvement or harm was reported.

Manufacturer narrative:
The evaluation found missing adhesive at the distal end forceps cover. Additionally, the bending section cover adhesive is peeling and the control knob movement has play/loose. A review of the scope's repair history indicates the scope was last service on (B)(6), 2020 with no problems found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. According to the results of the investigation, multiple forms of damage were confirmed at the tip of the device - it was ultimately considered that external force was applied to the tip, but the cause of the external force could not be further defined. According to the instructions for use within the instruction manual of the device: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.